Event description:
Customer reported not being able to test blood glucose due to an errc 6 message, which appeared on their precision xtra meter. Customer reported experiencing symptoms of a headache. Customer reported that she was diagnosed with diabetic ketoacidosis. She was given orange juice and her insulin dosage was increased.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.